Event description:
Physician was holding wire guide approx 5cm from tip. As he attempted to introduce wire into needle, felt sharp stick in palm. Mandril appeared to have exited coil and punctured physician through glove and skin. Subsequent blood work in pt was negative.